Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg had a backlight issue. It was noted that the epg had no backlight and failed backlight on/off difference at incoming functional testing: connector on main printed circuit board (pcb). It was noted that the seal was damaged, hanger assembly was cracked, capacitor on main pcb was broken, upper and lower-case bosses were broken, lock button on keypad was flat but functional, display wire insulation was pinched, wire insulation not compromised, five cases screws were contaminated and output connector nuts were discolored. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the backlight of the external pulse generator (epg) was not working and the gasket was protruding out from the case. The epg has been returned for service. There was no patient involvement.